Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of a beeping sound when the footswitch was activated. This issue does not constitute an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center, where error code e433 was observed due to defective footswitch cable. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective footswitch cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.